Event description:
Boscà-ramon, a., ratnam, l., cavenagh, t., chun, j.-y., morgan, r., gonsalves, m., das, r., ameli-renani, s., pavlidis, v., hawthorn, b., ntagiantas, n., <(>&<)> mailli, l. (2022). Impact of site of occlusion in proximal splenic artery embolisation for blunt splenic trauma. Cvir endovascular, 5(1), 43. Https://doi.org/10.1186/s42155-022-00315-0 medtronic review of the literature article found a retrospective review of 58 patients (43 male, 15 female) with mean age of 51 years who underwent proximal splenic artery embolization (psae) procedures between 01-jan-2015 and 01-jan-2021. Treatment methods included coiling (29 patients), vascular plug (25 patients), vascular plug + coiling (4 patients), and coils + gel sponge (1 patient). It was noted that medtronic concerto coils were used in some procedures, however, it was not specified which patients underwent which treatment method regarding reported outcomes. The article did not identify any device malfunctions or intra-operational issues. There were no patient mortalities. Adverse patient events noted in the article occurred post-operatively with 3 patients, which consisted of two splenectomies and one reintervention for ongoing instability, all in the type iii embolisation subgroup. (Type iii was defined in the article when the embolisation was completed distally to the great pancreatic artery (gpa) or covering its origin.) One of the patients initially underwent non-operative management (nom), was discharged and readmitted 4 days after the initial trauma, presenting with increasing abdominal pain and ongoing instability. Repeat CT scan showed a large volume of hemoperitoneum and increased perisplenic hematoma. A decision was made to perform psae, however, the patient subsequently had a drop in his hemoglobin and required a splenectomy the following day. Another patient underwent psae on the same day of the trauma event but became unstable at day 8. Follow-up CT scan showed interval increase of perisplenic hematoma and a splenectomy was performed at day 10. The third patient presented with a re-bleed 5 days after type iii embolisation and underwent repeated more proximal type iii embolisation which was successful. The article noted it was considered that technical success was achieved in 100% of cases reviewed.

Manufacturer narrative:
The reported patient age (51 years) is representative of the mean age of all patients included in the study article. The reported patient sex (male) is representative of the majority of patients (43/58). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the none of the complications were directly related to medtronic devices. The concerto coils used were concerto helix micro coils (.018').

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.